Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Breakaway washer cut off center. Procedure is not completed laparoscopically and therefore cannot be converted to open.

Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the event happened when the surgeon wanted to fire the stapler. The stapler did not fire fully which caused the staples to not fully form in b-shape; half of the staples were stapled on the patient, and the remaining half circle of the staples were out but did not form full b-shape. Usual tactile and audible effect did not occur. Extra force from surgeon was applied to fire the stapler but still the tactile and audible did not occur. Because the device did not fully staple, the anterior half of the anal area was bleeding they converted to open and hand suturing was performed to stop the bleeding.